Event description:
Customer reportedly rec'd the following results on the compact plus sys within 10 mins: 483 mg/dl, 217 mg/dl, and 104 mg/dl. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No qcs used. Requested return of suspect device and replacement was sent. Meter . Test drum lot #20652543, exp date 02/28/2008.

Manufacturer narrative:
The suspect prod is the compact test drum.